Manufacturer narrative:
The technician isolated the issue to multiple footboard control buttons sticking at the same time. He disassembled, cleaned and reassembled the footboard switches to repair the bed.

Event description:
The account stated that the trendelenburg footboard controls are not functioning.